Event description:
The customer reported the system was unable to boot due to a filament regulator error. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was reseated during the service call. The system was tested and found to be working as intended and put back into service.